Event description:
It was reported that during the end of this procedure, the lasso navigational variable eco catheter was losing its deflection and making a different curve than the beginning of the procedure. This issue did not pose a problem for the physician as he managed to introduce the catheter in all the veins and was able to complete the procedure. There was no patient injury reported. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted that the electrode ring #3 was sharp and the spine cover was dented. Upon request, additional information was provided on the returned catheter condition. The returned catheter condition was not noted during the procedure nor noticed prior to shipment. The electrode ring damage is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date for this report.

Manufacturer narrative:
(B)(4) it was reported that during the end of this procedure, the lasso navigational variable eco catheter was losing its deflection and making a different curve than the beginning of the procedure. This issue did not pose a problem for the physician as he managed to introduce the catheter in all the veins and was able to complete the procedure. There was no patient injury reported. Upon receipt, the catheter was visually inspected and it was found that the electrode ring 3 was damaged. This condition was not originally reported on the complaint. It is unknown how the electrode ring was damaged. An internal corrective action has been opened to address this condition. Catheter ods were measured and the device was within specifications. Then per the reported event, the deflection and contraction tests were performed and the catheter passed both. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage rings leaving the facility. The reported customer complaint cannot be confirmed. For the damaged electrode ring, as previously stated, an internal corrective action has been opened to address this condition.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. The reported lot number was provided as 15988441l. (B)(4).